Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial procedure occurred in 2006. The physician implanted a taxus express2 2.5x24mm drug eluting stent to the mid left anterior descending (lad) artery. The patient returned in may 2007 with 85% in-stent restenosis. The physician pre-dilated with a maverick 2.5x20mm balloon and then deployed a taxus express2 2.5x24mm drug eluting stent. No patient complications were reported. Patient condition is noted as "ok." Additional information regarding this event is not available.